Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed it was due to clogged nozzle or damage of a/w channel. The events can be detected/prevented in accordance with the following instructions for use: operation manual: 3.8 inspection of the endoscopic system: inspection of the objective lens cleaning function olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found the following: the labels were peeling; insertion tube insulation recommended to be reviewed; exera variable not working; angulation low; control knob loose; distal end plastic cover had scratches and dents; objective lens peeling glue; light guide lens peeing glue; bending section cover or distal sheath rubber had a cracked glue; insertion tube had rough patch and deep scratches; air/water supply had the water covering lens but air pressure does not dry in 10 seconds- air pressure weak; control body had scratches and missing red color ring; light guide tube had buckles; and scope connector had scratches and dents on plug unit. Should additional relevant information become available, a supplemental report will be submitted;

Event description:
It was observed that during the device evaluation, the colonovideoscope had a foreign matter. There were no reports of patient involvement.